Event description:
At least 20 cases of debonding starting in january 2004. Two of the 20 cases had recurrent decay. One pt required removal of caries, rebuild, refab, and recement of new crown. One pt was temporized with irm. 99% of the debondings were cleaned and reeomented with rely-x or unicem. In two cases, pts swallowed crowns which passed without incident. Pts were asked to call back with problems; doctors did not receive any calls. All pfms were temporary cemented with tempbond or zone. When crowns were removed, cement appeared rubbery. No coloration changes were noted.